Event description:
The complainant reported a 52-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, there were no distal pulses found in right root (impella side). Fem to fem bypass was placed for distal perfusion to right leg. Throughout the night, the patient began to complain of pain, leg became cold and then patient couldn¿t move leg. Vascular was consulted and patient was emergently taken to the operating room to remove impella and perform thrombectomy. Impella removed without issue.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the limb ischemia has been completed. The device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The necessary clinical information was not provided, therefore the root cause of the limb ischemia was not determined.